Event description:
The PICC line was placed for antibiotics in a three yr old girl; the line was in place for 10 days. During removal, after treatment was successfully completed, the suture hub fell to the floor. At that time it was noted that the line had migrated approx one inch. The PICC line was successfully retrieved percutaneously.